Event description:
Information received indicated that patient was implanted with an advance sling on (B)(6) 2009. On (B)(6) 2010, an alternative device was implanted to treat recurring incontinence that was reported to be worse than before the sling device was implanted. The advance sling remains implanted.